Event description:
It was reported to philips that the device experienced a low battery. There was no patient involvement. The customer contacted an authorized support engineer and a part order was placed for a replacement of an mrx kit - lithium ion battery. Further evaluation of the device was not requested. Proceeded with part request. Based on the conclusion of the investigation, it was determined that this was a malfunction of the mrx kit - lithium ion battery. The spare part requested by the customer is currently not available at our warehouses. We have activated all the channels at our disposal worldwide to ensure their rapid retrieval. The system did not meet full specification for the performed service and was returned to use with limitation as accepted by the customer follow up work scheduled. No further investigation or action is warranted.